Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of perforation ('perforation') and premature delivery ('pregnancy at 21 weeks') in a 27-year-old female patient who had essure (batch no. 898927) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage and gravida I. Concurrent conditions included eclampsia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("intrauterine pregnancy") and was found to have antiphospholipid antibodies positive ("+apla"). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, premature delivery, pregnancy with contraceptive device and antiphospholipid antibodies positive outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as fetal death. The reporter considered antiphospholipid antibodies positive, perforation, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the plaintiff experienced previous pregnancy episode with essure in 2015 captured under case (B)(4). Child case (B)(4). Discrepancy in essure explant date (B)(6) 2017 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy placenta - on (B)(6) 2016: demise was diagnosed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: intrauterine pregnancy at 21 weeks, +apla. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event perforation was added. Rcc was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of perforation ('perforation') and premature delivery ('pregnancy at 21 weeks') in a 27-year-old female patient who had essure (batch no. 898927) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage and gravida I. Concurrent conditions included eclampsia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("intrauterine pregnancy") and was found to have antiphospholipid antibodies positive ("+apla"). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopy and essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, premature delivery, pregnancy with contraceptive device and antiphospholipid antibodies positive outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as fetal death. The reporter considered antiphospholipid antibodies positive, perforation, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the plaintiff experienced previous pregnancy episode with essure in 2015 captured under case (B)(4). Child case (B)(4). Discrepancy in essure explant date (B)(6) 2017 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy placenta - on (B)(6) 2016: demise was diagnosed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: intrauterine pregnancy at 21 weeks, +apla. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of premature delivery ("pregnancy at 21 weeks") and pregnancy with contraceptive device ("intrauterine pregnancy") in a 27-year-old female patient who had essure (batch no. 898927) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage and gravida I. Concurrent conditions included eclampsia. Concomitant products included enoxaparin sodium (lovenox). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have antiphospholipid antibodies positive ("+apla"). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopy). Essure was removed in november 2017. At the time of the report, the premature delivery, pregnancy with contraceptive device and antiphospholipid antibodies positive outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as fetal death. The reporter considered antiphospholipid antibodies positive, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the plaintiff experienced previous pregnancy episode with essure in 2015 captured under case (B)(4). Child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy placenta - on (B)(6) 2016: demise was diagnosed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: intrauterine pregnancy at 21 weeks, +apla. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
Hold for em

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of premature delivery ("pregnancy at 21 weeks") and pregnancy with contraceptive device ("intrauterine pregnancy") in a 27-year-old female patient who had essure (batch no. 898927) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage and gravida I. Concurrent conditions included eclampsia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have antiphospholipid antibodies positive ("+apla"). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopy). Essure was removed in (B)(6) 2017. At the time of the report, the premature delivery, pregnancy with contraceptive device and antiphospholipid antibodies positive outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as fetal death. The reporter considered antiphospholipid antibodies positive, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the plaintiff experienced previous pregnancy episode with essure in 2015 captured under case (B)(4). Child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy placenta - on (B)(6) 2016: demise was diagnosed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: intrauterine pregnancy at 21 weeks, +apla. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of premature delivery ("pregnancy at (B)(6) weeks") and pregnancy with contraceptive device ("intrauterine pregnancy") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included miscarriage and gravida I. Concurrent conditions included eclampsia. Concomitant products included enoxaparin sodium (lovenox). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), 3 years 9 months after insertion of essure. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have antiphospholipid antibodies positive ("+apla"). The patient was treated with surgery (total laparoscopic hysterectomy,cystoscopy). Essure was removed in (B)(6) 2017. At the time of the report, the premature delivery, pregnancy with contraceptive device and antiphospholipid antibodies positive outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as fetal death. The reporter considered antiphospholipid antibodies positive, pregnancy with contraceptive device and premature delivery to be related to essure. The reporter commented: the plaintiff experienced previous pregnancy episode with essure in 2015 captured under case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy placenta - on (B)(6) 2016: demise was diagnosed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: intrauterine pregnancy at (B)(6) weeks, +apla. Incident: lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.